Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported reoperation due to capsular contracture, baker grade was not provided. Later healthcare professional reported ¿unsatisfied by overall aesthetic of the breast¿ and capsular contracture baker grade unknown. This record is for the left side. Device was explanted.